Manufacturer narrative:
(Tracheostomy and transient vocal cord immobility) title: modified single-stage segmental cricotracheal resection. Source: eur arch otorhinolaryngol, (139-146), 2018, date of publication: 20-sept-2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after utilizing the suture for repair of cricotracheal stenosis following a laryngosternopexy surgical procedure, there were adverse events experienced. These included acute airway obstruction requiring emergency tracheostomy through the anastomosis, a tracheal dehiscence, laryngeal edema with airway obstruction, superficial wound infections, neck abscesses, and transient vocal cord immobility. It was also reported that the sutures were tied together at the midline of the anterior portion of the anastomosis.